Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis was not able to confirm the customer reported failure mode. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly, cut and energy test passed. The instrument was fully functional. Grip force test was performed and all testing passed within specifications. Device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted gynecology procedure, it was alleged that the vessel sealer instrument stopped working at the second attempt when the surgeon was trying to seal. The surgeon used a back-up vessel sealer instrument to complete the procedure. While there was no report of any patient, harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted gynecology procedure, the endowrist vessel sealer sealed on the initial attempt but did not seal on the second attempt. There was no report of fragments falling inside the patient. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported. Intuitive surgical, inc. (Isi) contacted the site and spoke to the customer who provided the following additional information: it was reported that the endowrist vessel sealer instrument was initially working and then stopped. The customer stated that while the surgeon was using the endowrist vessel sealer instrument on the vessel, it only worked at the initial attempt. The second attempt, the endowrist vessel sealer did not seal. The system did not generate any errors and there were no audible tones heard while the surgeon was trying to seal. There was no video recording of the procedure. It was confirmed that they swapped out to a back-up endowrist vessel sealer instrument and completed the procedure with no further issues.